Event description:
It was reported that the 9800 system locked up during a case. The 9800 system was rebooted then the first two subtraction runs were missing. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All the images and cine runs were available on the system, images saved to pacs. The system was tested and found to be working as intended and put back into service.